Event description:
Product defect. Failure of equipment. While preparing to give a depoprovera injection, reporter noted a defect in stem of needle they were working with. Reporter stopped and pulled medication back in syringe. Reporter capped needle while maintaining sterility and changed needles in order to complete the injection. The needle definitely had a visible defect.